Manufacturer narrative:
(B)(4).

Event description:
It was reported that there is oversensing at the very beginning of the high voltage charging for each episode. Review of the egms indicated that the shorted output stage detection (sosd) check is being oversensed by the device. Device is functioning normally.